Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported an air leakage occurred from the infusion needle during irrigation and massive entered the patient's eye during a vitrectomy procedure. The procedure was completed after removing the air without product replacement. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and a non-company stopcock was connected to the auto infusion manifold. A 25+ trocar cannula was noted to be attached to the infusion cannula, in returned condition. The sample was tested on a console and it failed to prime. The non-company stopcock was removed to continue functional testing. The non-company stopcock would not have resulted in the customer's complaint of air leakage. The sample was retested and could prime, tune, and pass intraocular calibration successfully. During functional testing leakage was identified between the trocar cannula and infusion cannula. A trocar cannula from lab stock was used to replace to the returned trocar cannula and the sample retested. No leakage was observed during retest, fluid and air traveled from the infusion manifold to the infusion cannula tip without any leakage. Infusion pressure was measured and met specifications. The sample passed functional testing. The investigation isolated the source of the customer complaint to the trocar cannula whereby leakage was detected. The manufacturer of this device was notified and the trocar cannula non-conformance was investigated. The cassette with manifolds passed functional testing after removing the non-company stopcock and the trocar cannula. No action will be taken for this occurrence as the root cause is related to the trocar cannula. The cassette with manifolds passed functional testing. The trocar cannula was sent to the manufacturing site for further analysis. Trocar cannula: two opened trocar cannula/hub assemblies were received in a specimen dish for the report of air leakage from infusion needle. The samples were visually inspected for septum damage and were found to be conforming. The samples were then functionally tested for leaking and were conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore the reported issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).